Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing air in line alarms were not reproduced. A review of the event history log revealed alarmed air in line. The reported condition was verified. The cause of the condition was determined to be an out of specification and failed calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The reported problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.